Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was dripping out through the piston. It was reported that the drive support cap was normal. Customer's blood glucose reading at the time of the call was 201 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.